Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 15/mar/2024.

Event description:
Healthcare professional reported right side deflation. Physician later reported "particles in valve" and 'cut to finish draining implant." Device explanted.

Event description:
Healthcare professional reported right side deflation. Physician later reported "particles in valve" and 'cut to finish draining implant." Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as surgical damage. ¿ particles in valve : observed. ¿ improper or incorrect procedure or method: unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.